Event description:
It was reported that for approximately the last three months the patient¿s device has been shutting off 2 times per week. Impedance testing was performed and were within normal ranges. The patient noted having a loss of stimulation in their left leg. They were reprogrammed by their manufacturer representative and noted to be receiving excellent coverage.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient.